Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "polyethylene wear and osteolysis is associated with high revision rate of a small sized porous coated tha in patients with hip dysplasia¿ was reviewed for MDR reportability. The study reviewed 25 primary thas in 18 patientes for long-term outcome, complications and survivorships up to 18 years of follow-up. The anatomy medullary locking (aml) bantam femoral stem and femoral heads were used. Competitor cups and liners were implanted in these patients. Failures associated with the stems and heads were identified. Patient 18a is a (B)(6) year old that underwent revision of the stem and head for subsidence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.